Event description:
It was reported that during the procedure at the time of performing surgical cleaning the versajet handpiece failed, the venturi effect can not being performed properly so the device was not able to be used. It was not necessary to use a backup device since the doctor performed conventional debridement. Procedure was completed successfully and no damage to the patient due to the device was reported. Patient is stable.

Manufacturer narrative:
As no sample was available to be returned, the investigation focused on a review of the video provided, batch records and complaint history. The provided video appears to confirm the reported issue but unfortunately a root cause cannot be determined without evaluating the device. A review of the associated batch manufacturing did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A review of the complaint history for this lot number reveals no other complaints relating to the reported issue.